Manufacturer narrative:
Nerve problems are a wellknown complication during implant surgery in the posterior region of the mandible. This event is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
According to the available information a (B)(6) years old male patient received one osseospeed ev 4,2s -13 dental implant on (B)(6) 2020 in regio 27 (fdi # 43). The patient reported numbness and the dentist states that the implant might have been too close to the inferior alveolar nerve. The implant was removed (B)(6)2020. After that the patient has experienced no problems with pain/numbness.